Event description:
The balloon catheter was used in a percutaneous transluminal angioplasty (pta) procedure with left common femoral artery (cfa) access. The target vessel was the posterior tibial artery. The balloon catheter was used to finish the procedure. It was noted the target vessel was highly calcified. There was no report of resistance being encountered during advancement/removal. The physician was a high volume provider and confirmed deflation prior to removal. During removal, the catheter shaft separated in the mid to distal portion of the shaft. The distal segment could not be retrieved following several hours of effort. Due to the length of the catheter outside of the patient, the remaining catheter was kept straight or in large loops. The physician stated the midshaft joint was retained in the patient popliteal artery during the procedure. The patient was transferred to a hospital and placed on heparin overnight. The next morning, an additional open and cut-down procedure was performed to surgically remove the distal segment. The balloon portion of the catheter was still connected to the shaft. No further catheter segments remained. There was no further patient harm.

Manufacturer narrative:
H3: analysis of the returned balloon catheter confirmed the reported issue. Only the proximal segment was returned. There was a ductile failure at the mid-shaft bond of the distal subassembly and the proximal jacket. The cause of the fracture could not be determined with the information provided. The site reported high vessel calcification, but did not report any resistance during insertional/removal.